Event description:
A surgeon reported that a pt was left aphakic due to the haptic breaking off during intraocular lens (iol) implant surgery. The haptic broke off two lenses; the first and the back-up iol. When the first iol was being implanted, as it unfolded in the eye, one of the haptics became loose. The lens was then removed, along with the loose haptic. When the back-up lens was being implanted, the same issue occurred, and both parts were also removed during the same surgical procedure. Both lenses had been inserted into the cartridge without any complications and had advanced well through it. The pt's eye was not injured as a result. A secondary procedure to implant a new iol is planned but not yet scheduled. Add'l info has been requested. There are two device reports associated with this event. This report is for the first reported iol serial number.

Manufacturer narrative:
Evaluation summary: the lens was returned with solution, broken haptic damage and optic damage. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. While we are unable to determine the exact origin of the lens damage, our observation reasonably suggests that it is not mfg related. Due to the presence of solution, the damage is most likely customer related. There heave been no other complaints reported in the lot number. Attempts to obtain add'l info have been made a completed questionnaire has not been rec'd. (B)(4).